Event description:
It was reported that a device alarmed for a system error 322. There was no pt injury.

Manufacturer narrative:
(B)(4). A supplemental MDR will be submitted when the device eval is complete.